Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not complete boot up. Upon troubleshooting, fse observed that the system software was not loading and keeps getting stuck during suite pc loading. Fse checked to make sure no usb devices were inserted anywhere, tried both tsms, checked to make sure there was activity at the ts switch and tried loading just the suite pc. To resolve the issue, fse installed a new suite pc and upgraded software. The defective smart suite pc was returned to philips for failure analysis and the cause of the suite pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the suite pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not complete boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.